Manufacturer narrative:
Examination of the returned devices found the polyaxial screw head assembly was separated from the shaft of the device. A fragment had broken free on the flex ball component that fits onto the shank, on the underside of the screw head the flex ball was not returned, however, the sales rep confirmed the fragments were retrieved. (B)(4). No anomalies were found with the returned screws. The user under tapped the bone, which appears to have resulted in atypical force being applied to the screw during insertion.

Event description:
Contact reported surgeon was using a standard iliac technique and under tapped a 7 mm tap the full distance and attempted to implant an 8 mm x 80 screw bi-laterally. During insertion with a viper driver, the head of the screw dislodged. The broken screws were removed and replaced. There was no adverse consequence to the patient. See medwatch report number 1526439-2012-00225 for additional screw.